Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed lost sensor and the sensors do not adhere to the customer's body. Customer indicated that she was also hospitalized for a no delivery alarm and for high blood glucose of 498 mg/dl. Troubleshooting found that the sensor was out of range and may not have communicated with the transmitter. Customer also stated that this was a past event and wanted the incident reported.